Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer added insulin during pumping and/or outside of the load sequence. Tandem's technical support educated customer on cartridge labeling. Customer changed infusion set to address the alarm and resumed insulin delivery. Customer's blood glucose was 292 mg/dl.